Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0wlta, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had their device implanted and shortly after noticed pain all down their right leg and hip, stating it was uncomfortable and having never felt stim in the bicycle seat region, but had always felt it in the cheek/buttock. It caused them to feel an aching in both butt cheeks and they hurt all the time. An x-ray was done that showed that the lead wire had moved and the hcp decided to do a lead realignment. After the alignment the patient felt painful stim in their left leg in addition to their right leg/hip, and would limp whenever the stimulation was turned up. The patient also reported that the implant worked well and then about a week after implant they had a return of symptoms, as they were still running and clarified they had urinary symptoms and had to go to the bathroom all the time. They were not getting any rest at night because of it. The patient mentioned at first the implant worked like heaven for them and they could hold her urine well. The patient did not feel stimulation because they had it turned down to a very low level so that it wasn't as painful. When the patient would turn stimulation up it just made the pain worse. The patient noted they couldn't stand it when the stimulation was turned up and was currently trying it out for two weeks where they would have the stimulation at a low level to see if it helped. The patient had already tried turning the stim off to see if the pain went away, and it did go away after two days of having the implant off. The patient mentioned they fell backwards on their butt, were sore all over from the fall and stated all of the issues started before the fall so they didn't think the fall caused the return of symptoms. The patient stated the therapy was helping a little bit but was not reducing their symptoms by greater than 50%. The patient was trying out the stimulation for two weeks per order of the hcp and would follow up with the hcp about their symptoms. The hcp later reported the cause of the lead migration was determined to be "the device was reprogrammed," and the actions taken to resolve the painful stimulation and limping was the device was reprogrammed. When asked if the painful stimulation and limping had resolved the hcp reported the patient had seen improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.